Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional called adc to report customer¿s adc freestyle libre sensor receiving a "replace sensor" message on the same day of insertion. It was further reported customer experienced ¿pain on the back of head and glucose level was high¿ and incapable of self-treating. The customer was seen at the hospital and was diagnosed with hyperglycemia and treated with emergency insulin injection (dose unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A healthcare professional called adc to report customer¿s adc freestyle libre sensor receiving a "replace sensor" message on the same day of insertion. It was further reported customer experienced ¿pain on the back of head and glucose level was high¿ and incapable of self-treating. The customer was seen at the hospital and was diagnosed with hyperglycemia and treated with emergency insulin injection (dose unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed. Observed the sensor plug had not been seated correctly. Extracted data from returned sensor using approved software. Sensor was found in state was 1 (storage state). The sensor plug was not fully seated. The sensor plug assembly was removed and a visual inspection was performed. The sensor plug snaps were not properly curled. This is consistent with an improper user assembly or insertion. No malfunction or product deficiency was identified.